Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a missing electrode and the transmitter did not blink. It was also reported that the sensor appeared bent, retracted, or damaged. The customer's blood glucose level was unknown. The customer was sent a replacement. No further details were provided.